Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change error occurred during the load sequence. The customer loaded a new cartridge to resolve the issue there was no reported adverse impact to the customer's blood glucose level.